Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The device will be retained by the user facility risk management department. Therefore, a device eval could not be performed. This event coincides with user facility medwatch report# (B)(4). The investigation is currently underway.

Event description:
It was reported that an ivc filter was inadvertently deployed in an ancillary vein of the vena cava. Reportedly a pre-deployment cavagram was performed. However, the delivery system was repositioned prior to deployment and the filter was deployed without confirming the position of the delivery system. Pos deployment imaging then demonstrated the filter appeared to be constrained and not fully open within an ancillary vein. The filter was surgically removed the same day. The physician declined to provide any further info or images. Add'l info received in a user facility medwatch report: "deployment of ivc filter via l femoral vein was unsuccessful and could not be retrieved. The pt was taken to the operating room for removal. Inspection of the filter revealed 3 of the "legs" crossed over each other. The filter was contorted."